Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was not duplicated. The complaint is not confirmed. A device history record (DHR) review was not provided because no lot number was given by the customer.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Primary UDI number: the primary di# has been used as the lot/serial information could not be found in the system. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. H4. Device mfg date: the reported lot# 26380 was not found for the reported catalog# 101/860/075cz in the system; therefore, the manufacturing date could not be confirmed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an air leak. This occurred during patient use. There was no patient harm/adverse event reported.